Manufacturer narrative:
The technician investigated and found that when the brakes are set, all brake casters ratchet from side to side if you push on the stretcher. The teeth on the locking mechanism are worn from continual use. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brake casters do not hold when set in the brake position. The stretcher was in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).